Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 18.5 diopter intraocular lens (iol) was implanted into the left eye (os) of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to a diopter change. There was no incision enlargement, vitrectomy or capsule tear. The lens was replaced with the same model, but a different diopter of 19.5. Reportedly, there was no capsule tear, vitrectomy or any medical or surgical intervention required. The patient is doing well post-operatively. No further information was provide.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/10/2018. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was received and no damage was observed. Trace amounts of viscoelastic was observed on the lens. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.